Event description:
Account obtained an axsym phenytoin result of 0.0 ug/ml. The sample was repeated and was 0.0 ug/ml. The physician questioned the result. The account repeated the sample and obtained 12.06 ug/ml. Treatment to the pt was not impacted by the incorrect result.